Event description:
Related manufacturer reference number:1627487-2022-03474. It was reported that the patient¿s leads had high impedances resulting in auto reducing. Patient therapy was decreasing on its own. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. Microscopic inspection identified a sharp kink in the lead body where all the internal wires were broken and separated. This would have caused the system to auto-reduce. As there was no instrumentation damage on the outer tubing of the fracture site, and the high impedance was observed prior to explant, the root cause of the high impedance is consistent with overstress the lead was subjected to while in vivo.